Event description:
On (B)(4) 2012, therakos received a call for a report of blood leak on pto (pump tubing organizer) desk. There was no alarm posted during treatment. Blood remained on pump desk. Blood leak occurred at about 500 ml wbp. Customer did manual return of content of return bag. Customer could not locate where blood leak originated from. Customer discarded kit right away. Pt not affected.

Manufacturer narrative:
A review of the lot file a105 was performed and showed that the lot met all release requirements. Customer discarded kit, therefore, no complaint sample will be returned and the complaint of blood leak on pump tubing organizer desk cannot be verified. (B)(4).